Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05415. It was reported that both of the patients lead migrated. Surgical intervention was undertaken on (B)(6) 2022, where two new leads were implanted, and old leads were disconnected and left in place. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.